Event description:
It was reported that a catheter issue occurred. The opticross 35 peripheral imaging catheter was advanced for peripheral intravascular ultrasound examination of the target lesion. During the procedure run, the image showed considerable non-uniform rotational distortion (nurd) artifacts, but the physicians were able to make the initial assessment, and the device was removed. Thrombectomy of the segment was then performed, which proceeded without major problems but yielded unsatisfactory results. After thrombectomy, the physicians replaced the peripheral ivus catheter, and during the new run, the image continued to show nurd artifacts until the system displayed an mdu overload error. The physicians decided to remove the device, which encountered significant resistance during withdrawal. Upon inspection of the catheter as it was pulled from the sheath, it was noted that the catheter had broken, leaving part of it inside the patient and stuck to the guidewire. Another access was established to retrieve the residual piece, and the guidewire was removed along with the remaining portion of the opticross 35 without further damage to the patient. The procedure was completed using a different device. The patient was expected to recover, and no complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed on the device. However, a review of media provided by the customer showed evidence of a guidewire entanglement and the sheath detached.

Event description:
It was reported that a catheter issue occurred. The opticross 35 peripheral imaging catheter was advanced for peripheral intravascular ultrasound examination of the target lesion. During the procedure run, the image showed considerable non-uniform rotational distortion (nurd) artifacts, but the physicians were able to make the initial assessment, and the device was removed. Thrombectomy of the segment was then performed, which proceeded without major problems but yielded unsatisfactory results. After thrombectomy, the physicians replaced the peripheral ivus catheter, and during the new run, the image continued to show nurd artifacts until the system displayed an mdu overload error. The physicians decided to remove the device, which encountered significant resistance during withdrawal. Upon inspection of the catheter as it was pulled from the sheath, it was noted that the catheter had broken, leaving part of it inside the patient and stuck to the guidewire. Another access was established to retrieve the residual piece, and the guidewire was removed along with the remaining portion of the opticross 35 without further damage to the patient. The procedure was completed using a different device. The patient was expected to recover, and no complications were reported.